Event description:
It was reported that during a lap roux-en-y procedure, the switch buttons would not work on min or max. They used another device and had the same issue. Both of the devices gave an error code 5. They used a like device to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a gen04 and it was found that the hand control switch assembly buttons were not functional. However, with foot switch assembly, it worked as intended. No error code 5 was noted during testing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.